Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to run d&t) has been confirmed. Upon investigation the electrode belt ECG "c&d", trunk cable, and front te to ECG a/b cables were cut, damaging wires in the cables. The root cause for cut cables was physical abuse. There was no death or adverse event associated with the belt malfunction.

Event description:
4/26/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that the belt cannot complete incoming functionality testing.